Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with incontinence associated with an artificial urinary sphincter (aus). The patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted, and the physician found that the cuff had become too large as the patient had developed urethral atrophy. A new aus implanted. No patient complications were reported.